Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explant was received for investigation. According to the explant report there was an extrusion of the conductor link into the ear canal. The device was explanted.

Event description:
The explant was received for investigation. According to the explant report there was an extrusion of the conductor link into the ear canal. The device was explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information the device was explanted due to an extrusion of the conductor link into the ear canal most likely caused by the infection in the middle ear. Further, the user was no longer within the indication criteria for the device. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.